Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the provided files revealed punctual low bipolar impedance measurement below 200 ohms starting mid-june 2025. On 20 august 2025, multiple episodes were recorded showing intermittent non-physiological artefacts on the ventricular egm channel. Those findings suggest a lead integrity issue, most likely due to insulation failure, potentially involving the outer insulation or an internal short circuit between the inner and outer conductor coils. This behaviour may compromise both sensing and pacing functions of the ventricular lead. As the lead was abandoned and hence not available for expertise, no definitive conclusion regarding the root cause can be established. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, noise was recorded on the ventricular channel and a reintervention occurred to abandon the ventricular lead.